Manufacturer narrative:
The subject device is not available.

Event description:
The patient underwent stenting procedure at the middle cerebral artery (mca). One day post stenting, the patient developed stroke. A regular anti-platelet agents was administered. In physician¿s opinion the stroke is possibly a combination of the patient¿s pre-existing condition and formation of air bubbles in the flush line due to an issue with the air filter during the procedure. The patient developed minimal expressive aphasia with 80% baseline speech; basically back to baseline. No further information is available.

Event description:
The patient underwent stenting procedure at the middle cerebral artery (mca). One day post stenting, the patient developed stroke. A regular anti-platelet agents was administered. In physician¿s opinion the stroke is possibly a combination of the patient¿s pre-existing condition and formation of air bubbles in the flush line due to an issue with the air filter during the procedure. The patient developed minimal expressive aphasia with 80% baseline speech; basically back to baseline. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis, therefore physical and functional tests could not be performed. However, patient stroke is known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to the reported "patient stroke". The information provided states that the formation of air bubbles was due to an issue with the air filter and there is no indication that the neuroform stent contributed to this issue. An assignable cause of caused by other will be assigned to the as reported 'introduction of air' as the investigation indicates another product caused the issue event